Event description:
It was reported that this lead was explanted and replaced on august 27, 2025, due to loss of capture and high thresholds. It was not reported that the lead would be returned. No additional adverse patient effects were reported.